Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the healthcare professional who fired the device mentioned that she heard and felt the washer break as she has numerous times before. It should be noted that the distal staple line prior to the firing of our circular was created by 2 firings of the intuitive stapler on the robot. When she checked the donuts, they were full thickness and circumferential. At that point, she said there were no issues and things were going normal for an anastomoses in a low anterior resection. When the doctor air tested the anastomoses with sterile water in the pelvis, they noticed an air leak that they thought was coming from the posterior aspect of the colon. Since they were low in the pelvis, the decision was made to give the patient a colostomy. By all accounts, our device appeared to perform as expected. The healthcare provider has fired our stapler many times without an issue. I don't have any feed back around the integrity of the intuitive stapler staple line.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? What is meant by the device misfired? Were there staple malformation issues? Were the staples noted to be circumferential or in a certain area? Did the healthcare professional confirm complete donut and washer transection? Will the device be returned for analysis? What is the current patient status?

Event description:
It was reported that during an unknown robotic colon resection procedure, using an unknown circular stapler, the device misfired, the staple line leaked and the doctor decided to perform a colostomy with colostomy bag.